Manufacturer narrative:
(B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported tha the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported tha the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted battery will be returned.